Event description:
Patient presented to pain clinic for an intrathecal medtronic pump refill visit. Medtronic pump refill kit used. Pump was accessed, 2.5 ml aspirated from reservoir. Pump refilled with 40 ml medication. Pump then programmed with new reservoir volume. Pump reprogrammed to reflect order to: no change daily dose. Medication and pump program double checked with rn. 10 minutes after the it medtronic pump 40 ml refill, patient was drowsy and stated "I feel a little weird." Blood pressure on admit was 155/82, after fill, it was down to 109/72, p. 70, r. 16, o2 sat 95%. Suspected possible subq pocket absorption. Physician summoned and emergency meds available at bedside. Patient admitted overnight and discharged following day for observation. Pump volume after refill aspirated to check for volume disparity, result was withdrawal of 38ml, suggesting a probable subq does of approximately 1-1 1/2 ml morphine 5.5-8mg + clonidine 1450-2000 mcg + baclofen 250-375 mcg-estimated based on it med concentrations.